Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced on (B)(6) 2024. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.